Event description:
Pt status post implantation with three plates and screws has an unstable chest. Surgeon noted sternum is not stable at inferior part of stern toward the xiphoid, the bottom plate came loose and dehiscence occurred. Surgeon is not removing the hardware at this time.

Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided.